Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). A service history was performed revealing the reported condition is not related to any previous reported problem for this pump. Device evaluation: the reported condition of an alarm within 3 to 5 minutes of infusion involving an infuso.r. Pump was confirmed and reproduced during device evaluation. The assignable cause was determined to be a damaged micro-processor unit (mpu) board. The mpu board was replaced to fix the reported condition.

Event description:
The facility reported an infusor pump which "will be in use and then suddenly an alarm comes on." This condition was identified in the anesthesia department. The reported condition occurred during use and stopped patient therapy. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.